Manufacturer narrative:
Correction: d.4. UDI. Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. The batch is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. I have been using 10ml luer lok tip syringe (ref 302995); however, I noticed that lot 3125095 seems to have more silicone oil than another lot 4290876. I was wondering if you have a syringe product comparable to 302995 but without any silicone oil.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.